Event description:
It was reported the patient was experiencing redness and irritation around her scs ipg site in what was alleged to be an infection. The patient was prescribed antibiotics as a precaution. Additional information received identified the patient did not have an infection but was healing well from the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.